Event description:
It was reported that during an unknown procedure, the device could not cut the tissue and the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The facility reported a colleague infusion pump with failure code 808:02, which occurred on channel a and was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).